Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was not fully healing and had drainage. The patient underwent an ipg explant procedure and the explanted ipg will not be returned.